Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. Visual inspection of the actual device upon receipt: a blood clot attached in the defoamer of the venous filter. No anomaly such as damage was found. Visual inspection of the defoamer of the venous filter and defoaming agent after disassembling the actual device: blood clots were also formed on the inner surface of the defoamer of the venous filter and the defoaming agent. As a result of collecting the blood clot formed in the defoamer of the venous filter of the actual device, it was found to be a membrane-like red blood clot. Visual inspection of the cr filter and the defoaming agent removed from the actual device: blood clot was formed on the surface of the cr filter and the defoaming agent. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar report was found. Based on the investigation results, blood clot was formed in the defoamer of the venous filter and cr filter of the actual device. It was considered that blood clot gradually formed after the administration of protamine after the end of extracorporeal circulation, but it was not possible to clarify the cause of blood clot formation. Relevant instructions for use (IFU) reference: "do not reduce heparin during circulation. Otherwise, blood clotting might occur. (Warnings)". "Adequate heparinization of the blood is required considering patient condition and perfusion technique to prevent it from clotting in the system. (Warnings)". Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo received the following reported information: after the end of the extracorporeal circulation, when returning the blood in the reservoir into the patient, it became unable to deliver halfway. Confirming the reservoir, blood clot obstructed the reservoir exit and an alternative oxygenator was immediately taken. According to the pump record, cpb was finished at 16:27 and then, total of 26 ml protamine was injected from 16:53. It was reported that sucker kept being circulated and it was 17:10 when the clotting in the reservoir was confirmed. There was no harm to the patient.